Event description:
It was reported that the customer's insulin pump alarmed aa33 (compromised force sensor system) multiple times. It was reported that the customer's blood glucose was normal and that they didn't require treatment, but there was no actual value given. Insulin pump is being repaired and returned. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.